Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: customer recognizes the 8015 device ac indicator flashes while plugged into outlet. Failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: customer recognizes the 8015 device ac indicator flashes while plugged into outlet. Customer mentions they had replaced the battery, and power cord but problem not resolved. Explained to customer the battery charge indicator is controlled through the logic board. Customer to have the logic board serviced and/or repair/replaced. Informed customer the device 8015 4.7¿ display (s/n (B)(4)), is not supported. Transfer to our com to assist with part availability to service device. End call. (B)(4).